Event description:
It was reported that the ilet user entered extra meal announcements to drive down elevated blood glucose (bg), which constitutes an improper method of use related to the user interface. The user was counseled that this practice can prevent the pump from adapting properly, and they subsequently reported glucose in the normal range. Insufficient information was provided regarding symptoms as the user could not recall their bg level during this event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.